Event description:
X-rays were reviewed by the manufacturer. The generator was visualized in a normal placement, in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. None of the lead body was behind the generator. No acute angles were observed in the assessed portions of the lead, no lead break was found in the visible portion of the lead.

Event description:
Additional information was received through the area representative indicating the lead was replaced. Moreover, it was indicated that during the intervention a lot fibrosis was found. The full lead was removed, although the doctor had to scrape much to detach the electrodes from the nerve. The explanted lead was discarded and will not be returned for analysis.

Event description:
It was reported by a physician through a company representative that high lead impedance was found at a follow-up appointment. The patient was referred for x-rays in which the treating physician visualized a lead discontinuity. There was no patient manipulation or trauma suspected to have contributed to the event. At the moment lead replacement surgery is scheduled but has not been confirmed. X-rays have not been officially evaluated by the manufacturer. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.